Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noisy image. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.